Event description:
It was reported that the air leaks from the pilot balloon within 2-3 days and it falls off. The reporter stated when the customer checked the cause on-site by placing it in water, they found that the air was leaking from the air inlet. The event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.